Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer pump was dropped, and only a solid white display and medtronic logo appeared on the screen. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and the customer confirmed that the screen was not displaying a flashing medtronic logo. No harm requiring medical intervention was reported. Mmt-1885 was requested and the customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
The pump was received with a blank display after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test, download the trace and history files using thump (download difficulty), or verify a solid white display/solid medtronic logo on the display due to the blank display. The pump was cut open to perform a visual inspection. Found the j4 connector of pcba 1 broken off and jammed inside (stuck) of j2 plug of pcba 2. The following were noted during a physical inspection: missing retainer, partially broken reservoir tube lip, scratched case, cracked select button keypad overlay, stained keypad overlay, stained serial number label, pillowing keypad overlay, and missing reservoir tube o-ring. Unable to lock a p-cap into the reservoir compartment due to the missing retainer, partially broken reservoir tube lip, and missing reservoir tube o-ring. Blank display is confirmed due to the j4 connector of pcba 1 broken off and stuck inside j2 plug of pcba 2. Download difficulty is confirmed due to the blank display. The complaint of solid white and solid medtronic logo appears on screen is unknown due to the blank display. Missing retainer, partially broken reservoir tube lip, and missing reservoir tube o-ring are confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.